Manufacturer narrative:
Upon receipt the lead was found cut 49 cm proximal to the lead tip. A proximal and distal lead fragment were received for analysis. The proximal lead fragment was not returned. Explantation aids were still mounted in and on the distal lead fragment and a crimp sleeve was mounted over all capped conductor cables at the proximal end of the distal lead fragment. The performance of the lead was scrutinized including a visual inspection. Multiple signs of wear were detected on the leads body. In particular 16 cm proximal to the lead tip the insulation was found damaged due to wear. This damage is assumed to be the root cause for the clinical observation. In addition, the right ventricular shock coil was found covered in calcified tissue. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the extraction damages and the tissue residuals it is assumed, that the lead was significantly ingrown which may have affected the leads motion. Further damages like the deformed svc and rv shock coils and the fractured conductor cable leading to the ring electrode most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.